Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "

Event description:
It was reported that a patient underwent a maxillofacial suture procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery . Total 3 products occurred needle pull off issue. Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. No additional information could be provided. The needle did not fell into the patient. No adverse patient consequences were reported. Additional information was requested.